Event description:
As reported, approximately ten years post left tka, a (B)(6) female patient had a revision due to poly wear. Upon removal of the insert, it would appear that the tibial insert is fractured posterior/medial around the area of the posterior locking mechanism. Upon putting the knee in flexion, the ps insert lifted out of the tibial tray anteriorly about 3-4mm. There were no parts or pieces of the device fell into the patient wound site. There was no surgical delay/prolongation reported. Patient revised from a size 2 11mm ps poly to a 13mm psc poly. Patient disposition left or with no issues. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to hospital keeps all implant retrievals.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear and osteolysis. However, this cannot be confirmed as the device was not returned for evaluation.

Manufacturer narrative:
H10. Additional information- b5, d4 all, d8, d10, g4 510k, h4. Any additional information will be appropriately reported. There is no additional information. H11. Correction- d6a.

Event description:
Revision operative report of - postoperative diagnosis: loose plastic spacer, debris synovitis, stable femur, stable tibia, stable patella with local cystic formation in tibia. Name of operation: arthrotomy, evaluation knee replacement, revision spacer, partial synovectomy, removal of debris synovitis, removal of scar tissue. The patient had gross debris synovitis throughout the knee. The plastic spacer was loosened when the knee was put into flexion; it was removed. The patient did have side-to-side play consistent with plastic debris wear. The tibia, the femur and the patella were all stable. They were not loose by mechanical evaluation and visual inspection. The patient did however have two areas on the tibia where were erosion of the cortex, one medial and one anterior with bone in between intact. The femur and patella did not show the same phenomenon. It was elected to just change the plastic spacer from an 11 to a 13. There were no intraoperative complications. No other patient information/medical history reported. The device will not be returned. No other information is available.

Manufacturer narrative:
H3: the revision reported was likely the result of third body wear secondary to rotational malalignment between the femoral and tibial components over 10 years of use, patient-related conditions including instability and/or age, or any combination of these possibilities. Third body wear may have lead to particle-induced osteolysis or the osteolysis may have contributed to the third body wear. The contributions of each to the sequence of events cannot be confirmed as the device was not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, d1/d2a/d2b, d4, h6 . Added 510k number. MDR section codes updated/corrected: c, d. The revision reported was likely the result of third body wear secondary to rotational malalignment between the femoral and tibial components over 10 years of use, patient-related conditions including instability and/or age, or any combination of these possibilities. Third body wear may have lead to particle-induced osteolysis or the osteolysis may have contributed to the third body wear. The contributions of each to the sequence of events cannot be confirmed as the device was not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.